Event description:
It was reported that the stent moved on balloon. Vascular access was obtained using an 11cm 6fr non-bsc sheath. An 8.0x40x75cm express® ld iliac / biliary stent was advanced through the sheath valve however, the stent slipped off the balloon and was pushed proximally on the catheter. The stent stayed on the stent delivery system (sds) and was removed completely. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).